Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, one year post-op, the patient was revised due to reduced flexion and extension range of motion. Only the tibia was revised. All available information has been provided.

Manufacturer narrative:
Cmp (B)(4). D10: 42530007502 - tibia trabecular metal two-peg porous fixed bearing right size f - 65652504 unknown - unknown femoral component - unknown. G2: foreign country: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit and alignment are maintained. Bone quality is osteopenic. There is no fracture, implant loosening or other abnormality. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.